Event description:
It was reported that when the cage was implanted at l4-l5 during an unspecified spinal surgery it cracked when tightening the final screw. The screw was replaced. The cage was implanted at l5-s1 and cracked when inserting the first screw.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.